Event description:
Customer reported experiencing a blood glucose (bg) level of 585 mg/dl with ketones. The cause of the elevated bg was unknown. The customer had not addressed the elevated bg at the time of report. On (B)(6) 2025, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treaded with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.